Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During bypass laparoscopic procedure, the endo stitch was difficult to load and toggle. The suture got broke while throwing third knot during suture anastamosis. No x-ray was needed. Removed the suture in order to complete the case, no injury to the patient as a result of the event. Patient status: alive; no injury.